Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead may have been dislodged, but this was not confirmed. The patient was asymptomatic. No changes were implemented and there were no consequences to the patient.